Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons were not responding and the screen went blank. The customer¿s blood glucose level was 122 mg/dl. The customer also reported the other alarms such as calibration not accepted, insert battery, blood glucose require, failed battery. The customer declined troubleshooting for calibration not accepted alert. Customer stated that numbers are ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that the insulin pump just went blank. Contacts are not missing, damaged, or corroded. The battery compartment and the spring are not damaged. The customer reported insulin pump did not alarm battery failed alarm. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The device will be returned for analysis.